Event description:
Procedure: hysterectomy. Reportedly, the jaws locked on tissue. Doctor had to suture to finish the case after the jaws were released from the tissue. Minimal tissue bleeding was noted. The pt was young and had no radiation therapy prior to the case. The generator was a force fxc with setting at 100 (cutting) / 60 (coagulation). The surgery time was not extended over 30 minutes.